Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that no intervention was performed to treat the procedure complications.

Event description:
Medtronic received a report that during the subject's index procedure on (B)(6) 2024, an unspecified procedural complication occurred requiring intracranial angioplasty. The patient was undergoing surgery for treatment of an ischemic stroke of the right mca m2. The nihss baseline was 9. The tici score baseline and post procedure was 3.  There were 2 passes with the device. Start: (B)(6) 2024 @ 1100; reperfusion on (B)(6) 2024 (time unknown), procedure ended on (B)(6) 2024 at 0215.

Manufacturer narrative:
Continuation of d10: product ID: sfr4-6-40-10 (b492546); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.